Manufacturer narrative:
Alarm lamp did not work due to defective alarm lamp board. Alarm lamp board was replaced and all the tests were performed.

Event description:
Hamilton medical ag received the following incident description: a customer had a problem with an alarm lamp board p.n. 159272 s.n. (B)(6): red light doesn't work.

Manufacturer narrative:
Alarm lamp did not work due to defective alarm lamp board. Alarm lamp board was replaced and all the tests were performed. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: a customer had a problem with an alarm lamp board p.n. 159272 s.n. (B)(6): red light doesn't work.